Event description:
Boston scientific received information that this implantable lead had moved out of the coronary sinus. The patient was seen the same day for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.